Manufacturer narrative:
(B)(4). Discrepant strong positive d(rh1) antigen typing results for one pregnant patient having a dar variant. The root cause could not be determined. No general product failure was identified. A biased result was reported to a physician. The patient was not harmed. The patient produced anti-d(rh1) antibody during pregnancy. The newborn was delivered with elevated bilirubin and decreased hematocrit, but discharged from hospital without transfusion intervention.

Event description:
A customer complained to ortho care on 16 june 2022 about what was described as a discrepant positive d(rh1) antigen typing result for one patient using mts card with their ortho vision ID mts analyzer. Complainant/complaint reporter: (B)(6) - medical technologist. Date of event: (B)(6) 2019. Reported on: 16 june 2022 by the customer to ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal & reverse grouping card lot 120519037-17, expiry date 31 october 2020, manufactured on 31 january 2020. Bioclone anti-d(rh1) lot db328a1 expiry date 31 may 2021. Software version: not provided. Patient information: patient is a woman, pregnant when event occurred, that delivered on (B)(6) 2020. The customer reported that on (B)(6) 2019 they had tested a sample from a pregnant woman for d(rh1) antigen typing using an unknown lot mts abd/reverse card with an ortho vision and that they had obtained a positive result with 4+ reaction strength. The customer reported also that an antibody screening test was also performed that day and the result was negative (no further information was provided). The customer stated that these results were reported to the physician. The customer reported that on (B)(6) 2020 when the patient came for delivering the baby, they had tested another sample from the patient for d(rh1) antigen typing using mts abd/reverse card lot 120519037-17 expiry date 31 october 2020 with an ortho vision and that they had obtained a positive result with 4+ reaction strength. The customer reported also that the same day, they performed a d(rh1) antigen typing in tube method using bioclone anti-d(rh1) lot db328a1 and they obtained a positive reaction (2+) in immediate spin technique and a negative reaction in indirect antiglobulin test (iat) (no further information was provided). The customer reported that on the same day, an antibody screening and an antibody identification was performed for this patient sample and an anti-d(rh1) antibody was found with 4+ reaction strength. The customer reported that on delivery date of the baby ((B)(6) "202"), a sample from the newborn was tested and the customer reported a d(rh1) antigen positive result with 3+ reaction strength in tube method and immediate spin technique , and a negative result in direct antiglobulin test (dat) with mts anti-igg card. The customer reported that the newborn had elevated bilirubin and decreased hematocrit, but discharged from hospital without transfusion intervention. The customer reported that a sample from the mother was sent for further molecular biology testing and that the results provided on (B)(6) 2020 were: -probable genotype: rhd*dar/rhd*pseudogene(?). -probable phenotype: partial d+ with production of anti-d. The customer reported that a biased positive result for d(rh1) antigen typing for the pregnant woman was reported to the physician o, (B)(6) 2019. The customer reported that the patient was not harmed as a result of the reported event. The customer reported that the newborn was delivered with elevated bilirubin and decreased hematocrit, but discharged from hospital without transfusion intervention.